Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charging cable became "burnt" after charging the pump. Reportedly, the part that plugs into the pump had become blackened and the cord would no longer charge the pump. There was no adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.